Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7262171. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The customer did provide a physical sample to aid in the investigation for the failure mode reported. The returned sample found the extension tubing was broken in the middle. This defect should be caused by the slide clamp damaged by the extension tubing. Factory has initiated project to replace the slide clamp to pinch clamp.

Event description:
It was reported that leakage occurred with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "the catheter was noticed that the extension tubing damaged on clamped position, which caused leakage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "the catheter was noticed that the extension tubing damaged on clamped position, which caused leakage".